Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot 00057647 is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one of the legs of the toothed rack retractor in question found broken after surgery. No patient harm was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The following narrative is being reported to provide clarification to medwatch follow up #4, dated jul 8, 2015, which included a summary of both additional manufacturing and product development investigation results. Manufacturing and product development investigations were performed for the subject device (part number 03.632.087, matrix rack distractor, lot number t966297). The subject device was returned to synthes with the complaint that ¿one of the legs of the toothed rack retractor in question found broken after surgery. No patient harm was reported.¿ upon receipt of the returned device it was seen that the distraction pin fractured from the offset arm of the ratchet arm assembly. The laser weld which holds the proximal region of the distraction pin to the instrument has failed. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #00057647 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 47, 8 hrc and was found to be good. No non-conformances were generated during production. The drawings for this device were reviewed and the weld design lacks requirements to ensure a successful weldment. Dimensionally this assembly allows for a 0.04mm gap between the arm and pin in addition to broken edges allowed without filler material, and the wall thickness in the offset arm is not adequately controlled by the drawings, the design of this complaint may have contributed to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation/summary was performed. The investigation of the complaint articles indicates that: one of the legs of the toothed rack retractor in question found broken after surgery. There was no issue of the instrument during the surgery. No patient harm was reported. We have forwarded the complaint article to the manufacturing site for investigation, here are the findings: the investigation of the received article has shown that the instrument is broken as mentioned in the complaint description. The device history record for this article and lot number was reviewed and it was manufactured according to specifications in october 2011 with no issues ¿or deviations during the process. We are not able to determine the exact reason for this reported problem, but it is likely that too much applied mechanical force caused this damage. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was no issue of the instrument during the surgery.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Product investigation summary: one matrix rack distractor (part 03.632.087, lot t966297) was returned with the complaint that ¿one of the legs of the toothed rack retractor in question found broken after surgery. No patient harm was reported.¿ upon receipt of the returned device it was seen that the distraction pin fractured from the offset arm of the ratchet arm assembly. The laser weld which holds the proximal region of the distraction pin to the instrument has failed. This complaint is confirmed. The drawings for this device were reviewed and the weld design lacks requirements to ensure a successful weldment. Dimensionally this assembly allows for a 0.04mm gap between the arm and pin in addition to broken edges allowed without filler material, and the wall thickness in the offset arm is not adequately controlled by the drawings, the design of this device may have contributed to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.